Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, upon inflation of the balloon to deploy the valve and after full inflation but before pulling negative, the commander delivery system balloon ruptured. The commander was successfully removed with the broken balloon still intact. Upon removal, the tip of original sheath was observed to be flared so the team placed a second sheath prior to closing in order to assess with an angiogram if there was any damage to the patient's femoral artery. There was no patient injury observed. The case was completed without issue and patient is doing fine. Per fcs, the perceived cause for the balloon rupture was extreme mitral annular calcification going into the left ventricular outflow tract and annulus. The balloon was prepped with nominal volume. The flaring tip of the original sheath was noticed during the procedure when first entering with the commander and valve. It was clarified that the "flared" sheath was referring to an esheath distal tip split. Although the physicians did not mention any difficulty in removing the commander through the esheath, the ruptured balloon could have been the cause of the seam of the esheath to come apart upon removal.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review was unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The perceived root cause of the burst as per field clinical specialist was due to the presence of calcification on into the left ventricular outflow tract and in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing measures in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No edwards defect was identified, no corrective or preventative action is required.